Event description:
It has been reported that one needle sftygld 21x1-1/2 rb tw has been found experiencing leakage during use. The following has been provided by the initial reporter: we have been informed by our customer that the syringe is leaking. The customer does not believe that there is a crack. It seems that the "hub" has come loose.

Manufacturer narrative:
H.6. Investigation: fifteen photos and one loose safetyglide needle with the safety shield activated was received and evaluated. The physical sample was visually inspected, and a very small amount of damage was noticed on one of the wings of the hub. The photos displayed the medication syringe and all the attachments with exceptional picture quality. The photos on the 13th and 14th page of the attachment provided close ups of the syringe adapter that allows for the attachment of the sg needle. It appeared there was a lengthwise crack in the adapter that extended the entire length of the component. The sg needle only had minor damage on one of the wings of the hub with no damage present on the inner diameter, that creates the seal. The wing may have been damaged due to the lengthwise crack. Potential root cause for the leakage at connection defect is associated with the adapter. It is most likely that the noticeable crack led to an improper seal and caused the leakage. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Hold for mary 6.15.20it has been reported that one needle sftygld 21x1-1/2 rb tw has been found experiencing leakage during use. The following has been provided by the initial reporter: we have been informed by our customer that the syringe is leaking. The customer does not believe that there is a crack. It seems that the "hub" has come loose.